Event description:
The pt was having a laparoscopic paraesophageal hernia repair. As the surgeon was preparing to place the final suture the needles broke in the fascia. "This was about a 3 mm piece of needle. The remainder of the needle was removed completely." The surgeon could not remove the 3 mm portion of the needle due to needing to completely open the pt up." The surgeon "therefore elected to leave it as it imposed no danger to the pt". Kub performed post operatively to confirm the retained broken needle. Disclosure occurred to the pt and family post operatively. Pt was discharged home the following day. Remainder of the device sequestered by risk management.